Event description:
It was reported that on (B)(6) 2024 the patient presented to clinic for follow up. Device interrogation revealed undersensing, intermittent capture, and diaphragmatic stimulation on the atrial lead. On (B)(6) 2024, a chest x-ray was performed and revealed that the atrial lead had dislodged and was not capturing. The x-ray also revealed that the left ventricular (lv) was dislodged and capturing the right ventricle. The physician elected to explant and replace the atrial and left ventricular leads. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, sensing anomaly and failure to capture. As received, a complete lead was returned in one piece with the helix found bent and clogged with blood/tissue. X-ray examination found the helix was bent and stretched consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix as received. The reported events of sensing anomaly and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.